Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the keypad buttons were unresponsive. It was reported the pump was worn while swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/22/2014 with the following findings:the complaint could not be duplicated during investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was no evidence of keypad contamination under the key contacts. Evaluation revealed moisture on the keypad flex connector. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Leak testing revealed a display lens leak. Moisture was visible on the pump¿s internal components including the printed circuit board.